Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device had too much vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was documented as march 23,, 2017 on the initial report. It has been updated as january 28, 2009. Therefore, UDI number has been corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found vibration and cannot secure saw blade. During repair, it was observed that the straining ring came loose, which caused the vibration. It was also observed that the device had a worn lock for saw , which caused the device to not secure saw blade. It was determined that this was due to extreme force being placed on the device. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.